Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. The product information for use states that the product is not intended for use for more than twenty-nine (29) consecutive days. The product in this case was used for 31 days. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
Complaint received from an clinical nurse specialist reporting that a patient had the device inserted and after 31 days of use, developed an ulcer to the peri-anal area. Follow up information clarified that the ulceration was in the rectal cavity, not the peri-anal area. The patient developed bright red bleeding per rectum the day before the device was out. The rectal ulcer was discovered after the device was dislodged. The rectal ulcer required surgical repair. No further details were provided.